Manufacturer narrative:
Serial number = na.

Event description:
It was reported that during gastric bypass procedure on the 4th firing, had malformed staples at distal portion while crossing over a staple line. They finally did a partial gastrectomy and cut significant protion of the stomach to cut off all the malformed staple line.